Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record could not be performed as the reported lot, 2080062, could not be found in the production records for material number 383512.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter had sheered. There was no report of patient impact. The following information was provided by the initial reporter: opened a new 22g bd catheter in preparation for piv insertion. Upon checking catheter, noticed a catheter sheer.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter had sheered. There was no report of patient impact. The following information was provided by the initial reporter: opened a new 22g bd catheter in preparation for piv insertion. Upon checking catheter, noticed a catheter sheer.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 2080062 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.